Manufacturer narrative:
The device involved was received for evaluation.

Event description:
The facility reported an infusion pump with failed volume test. It was not known if this occurred while infusion on a patient. The facility representative stated that no patient injury was associated with this report and no incident reports were filed since the last baxter service event.